Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. See attached file. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: additional health effect- clinical code . H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (3191: appropriate term not available for "mesh folded", and "mesh failure") was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2007 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ morbid obesity: - (B)(6) 2007: 298 lbs., bmi 54.5 - (B)(6) 2008: 300 lbs., bmi 54.8 - (B)(6) 2009: 278 lbs., bmi 50.2 - (B)(6) 2012: 250 lbs., bmi 45.7 - (B)(6) 2013: 257 lbs., bmi 47 - (B)(6) 2017: 250 lbs., bmi 45.7 ¿ fibromyalgia ¿ asthma ¿ 5/1/09: abdominal wall hernias x2 ¿ ventral hernias anterior abdominal wall surgical procedures: ¿ 1979 and 1985: cesarean sections ¿ 1983: tubal ligation ¿ 2002: hernia repair ¿ 2007: cholecystectomy, hernia repair ¿ (B)(6) 2009: laparoscopic repair of a large incisional hernia using a dual mesh gore-tex graft measuring 15 x 25 cm in size. Lysis of massive adhesions involving the upper quadrants of the abdomen and the periumbilical area. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2011: diagnostic laparoscopy, open repair of the recurrent incarcerated incisional hernia ¿ (B)(6) 2012: ventral hernia repair, lysis of adhesions, resection of mesh. Implant: unknown device ¿ (B)(6) 2015: laparoscopic lysis of adhesions relevant medical information: ¿ (B)(6) 2007: ¿abnormal CT scan. Surgical history of gallbladder and hernia repair.¿ implant preoperative complaints: ¿ (B)(6) 2009: ¿abdominal pain with diarrhea. Preoperative diagnosis: recurrent incisional hernia, 10 x 12 cm. Plan/procedure: laparoscopic repair of recurrent incisional hernia, possible open process.¿ ¿ (B)(6) 2009: indication: ¿this is a 49-year-old overweight white female admitted to the hospital with a progressively enlarging mass involving the supraumbilical hernia. She had a previous repair of an incisional hernia and also has a previous open cholecystectomy.¿ implant procedure: laparoscopic repair of a large incisional hernia using a dual mesh gore-tex graft measuring 15 x 25 cm in size. Lysis of massive adhesions involving the upper quadrants of the abdomen and the periumbilical area. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/05889111, 18cm x 24cm x 1mm thick] implant date: (B)(6) 2009 ¿ wound classification: not provided. ¿ description of hernia being treated: ¿a 10 mm transverse incision was made on the infiltrated skin. The incision was extended down through the subcutaneous tissue and to the superficial fascia. A 10 mm non-bladed atraumatic trocar sleeve was inserted through the incision and into the peritoneal cavity under direct visualization through the laparoscope. Carbon dioxide was insufflated through the side port of the trocar sleeve. Exploration of the abdomen through the laparoscope revealed the presence of adhesions involving the upper quadrants of the abdomen between the anterior abdominal wall and the omentum. Adhesions were also evident around the periumbilical area. The lower quadrants and the lateral aspects of the abdomen were free of adhesions. Marcaine 0.25% was next infiltrated on the skin along the left upper quadrant of the abdomen, one above and below the previously placed 10 mm trocar sleeve where the areas were free of adhesions. The 5 mm laparoscope was then moved to the upper 5 mm upper trocar sleeve. Grasping forceps and dolphin dissecting forceps were then inserted through the 5 mm trocar sleeve and the 10 mm trocar sleeve. The adhesions between the omentum and the anterior abdominal wall were then carefully separated by blunt dissection. All bleeders were electro coagulated.¿ ¿ implant size and fixation: ¿measurement of the defect at this time showed that the hernia defect measuring 15 mm [sic] transversely and 25 mm [sic] vertically. A similar sized dual-meshed gore-tex graft was then inserted into the peritoneal cavity after placing anchoring sutures along the 4 quadrants of the mesh. The mesh was then anchored to the anterior abdominal wall on all 4 quadrants. The remainder of the margins of the mesh was anchored to the anterior abdominal wall using the protack instrument. Good placement of the mesh with a taut appearance was evidence. The abdominal cavity was carefully inspected for any bleeding. No bleeding was noted. The abdominal cavity was washed with a copious amount of warm normal saline solution until clear return was evident. The insufflation of carbon dioxide was discontinued and the previously insufflated carbon dioxide was aspirated. With the side ports of the trocar sleeves left open to air the sleeves were removed uneventfully. Closure of the surgical incisions was done using interrupted sutures of number 0 monocryl for the fascial layer and subcutaneous tissues were approximated with interrupted sutures of 2-0 monocryl. Subcuticular closure of the skin edges was done using interrupted sutures of 3-0 monocryl.¿ relevant medical information: ¿ (B)(6) 2009: emergency room: ¿status post abdominal hernia repair. Having a lot of pain, having bruising all over abdomen. Generalized abdominal pain and discomfort. Abdomen; soft, nontender, nondistended with positive bowel sound with a lot of ecchymotic areas all around the different puncture sites, fair amount of ecchymosis down center of abdomen as well over previous abdominal wall scar and presumably underneath the mesh that has been placed for this hernia repair by laparoscopic surgery on the lateral aspect of her abdomen and is likely the camera site that was placed for the laparoscopic procedure. Final diagnosis: abdominal pain status post hernia repair.¿ ¿ (B)(6) 2009: lab: ¿urine culture: escherichia coli.¿ ¿ (B)(6) 2009: CT abdomen/pelvis [a/p]: ¿reason for exam: rule out retroperitoneal bleeding, rule out diverticulitis. Findings: postop changes are seen in the anterior abdominal wall. Hernias are seen in the anterior abdominal wall right paramedian and in the right flank, image 35. The contents included portions of the hepatic flexure and mesenteric fat. Air-fluid collections are also seen in the anterior abdominal wall, image 42. The superior collection is nearly 3.7 x 3.2 cm and nearly 3.9 cm in length. A second fluid collection is also seen. This is nearly 4.9 cm in length and 6.3 x 4.3 cm, image 56. This is to the right of the umbilicus. Extraperitoneal extension is also noted, image 56. A direct communication into the peritoneal cavity is not visualized. There are no signs for bowel obstruction, ileus or perforation. Stranding and haziness is seen in the omentum and anterior mesentery, image 46. Likely this is related to recent surgery. Mildly prominent right inguinal lymph node is seen, image 85. This is new since earlier study. Impression: 2 fluid collections seen in the anterior abdominal wall and these also extend into the extraperitoneal space. Abscesses versus postop seroma should be considered in the differential. Two anterior abdominal wall hernias. The contents are mesenteric fat and portions of the hepatic flexure. Not mentioned above is finding suggestive of adherent small bowel loops and the abdominal wall graft.¿ ¿ (B)(6) 2010: emergency room: right flank pain for 2-3 days, constant pain, denies abdominal pain. Nausea and vomiting yesterday, went to primary doctor¿s office; sent here for evaluation. Examination: in mild pain, distress, slightly diaphoretic. Abdomen; soft, obese, nontender, nondistended. Bowel sounds normoactive. No guarding, rebound, or masses. Wbc 14, 900. CT of abdomen unremarkable; small ventral hernia in the anterior abdominal wall. Impression/plan: acute urinary tract infection with possible early pyelonephritis. Levaquin intravenous. Prescription for cipro. Discharged.¿ ¿ (B)(6) 2010: CT a/p: findings: ¿the inguinal regions show no evidence of hernia. There is evidence of surgery in the anterior abdominal wall with a mesh. There is a small fat-containing ventral hernia in the epigastric region in the midline. There is another small fat-containing supraumbilical ventral hernia. There is a fat-containing right paramedian hernia in the mid abdomen. There is a ventral hernia in the right flank anteriorly containing fat. Impression: no evidence of kidney stones or hydronephrosis. No evidence of inflammatory process in the abdomen or pelvis. Multiple small fat-containing ventral hernias in the anterior abdominal wall.¿ ¿ (B)(6) 2010: x-ray abdomen: findings: ¿there are surgical clips in the right upper quadrant. There is evidence of surgery in the anterior abdominal wall with a surgical mesh. Impression: nonspecific bowel gas pattern.¿ ¿ (B)(6) 2011: emergency room: ¿abdominal pain ; 2 days ago, constant, achy, crampy, pressure, severe onset 8/10, bilateral and mid epigastric, associated symptoms; nausea. Examination: gastrointestinal; soft, mild distention, tenderness moderate, epigastric. Guarding minimal. Improving, pain decreased. Feels better, wants to go home, no immediate surgical event expected. Impression/plan: abdominal pain, ventral hernia. Discharged.¿ ¿ (B)(6) 2011: CT a/p: impression: anterior abdominal hernia repair with surgical mesh. The mesh contains a trace amount of fluid measuring 4.07 x 0.71 cm. Several fat containing hernia pockets are demonstrated in the anterior abdominal wall. Cholecystectomy.¿ ¿ (B)(6) 2011: ¿pain epigastric area with the right upper quadrant [illegible]. Examination: abdominal pain. CT exam positive central hernias. Preoperative diagnosis: recurrent incisional hernia epigastric area. Plan/procedure: laparoscopic repair of recurrent incisional hernia and possible open procedure.¿ ¿ (B)(6) 2011: diagnostic laparoscopy. Open repair of the recurrent incarcerated incisional hernia. - justification: ¿this is a 52-year-old white female admitted to the hospital with increasing pains involving the anterior abdominal wall just to the right of the midline. There is an 8 cm nonreducible mass involving the epigastric area.¿ - findings: ¿diagnostic laparoscopy revealed the presence of dense adhesions involving the omentum, small intestines and the transverse colon to the anterior abdominal wall.¿ - procedure: ¿a 5 mm transverse incision was made on the infiltrated skin. The incision was extended down to the subcutaneous tissue and to the superficial fascia. Because of the patient¿s morbid obesity, a thick abdominal wall was evident. The position of the veress insufflation needle within the abdominal cavity was verified with water drop test. Carbon dioxide was insufflated until 14 mmhg intra-abdominal pressure was obtained. The insufflation of carbon dioxide was discontinued and the veress needle was removed. A 5 mm nonbladed atraumatic trocar sleeve with the attached laparoscope was inserted through the incision and into the peritoneal cavity under direct visualization through the laparoscope. Exploration at this time revealed the presence of dense adhesions involving the omentum, small intestines and the transverse colon to the anterior abdominal wall. Because of these dense adhesions, it was then decided to proceed to an open repair of the incisional hernia. A vertical incision following the previous incision along the epigastric area was made extending from the xiphoid process to the umbilicus. The incision was extended down to the subcutaneous tissue and to the superficial fascia. A thick panniculus adiposis was evident. The incision was extended down to the anterior abdominal wall along the linea alba. A hernial sac was evident. This was then carefully dissected away from the adjacent structures. The base of the hernial sac along the anterior abdominal wall was incised. Loops of omentum were evident. These were then carefully separated from the edges of the hernial defect, which measured about 5 cm in diameter. The adhesions between the anterior abdominal wall and the underlying omentum were carefully separated by blunt and sharp dissection. The edges of the hernial defect were freed from these adhesions . Repair of the defect was done using interrupted figure-of-eight sutures of number 1 pds suture material. The wound was carefully inspected for any bleeding. No bleeding was noted. The surgical wound was closed using interrupted sutures of 0 monocryl for the subcutaneous tissues. The skin edges were approximated with skin staples. The puncture wound along the left upper quadrant of the abdomen was also closed using the skin staples.¿ - (B)(6) 2011: pathology report detailing analysis of the device removed during the (B)(6) 2011 procedure was not provided. ¿ (B)(6) 2012: CT a/p: findings: ¿ventral hernia repair with mesh. Small fluid collection measuring 1.92 cm in anterior abdominal wall contiguous to the mesh. Fluid collection involving mesh demonstrated previously, resolved. Several fat containing hernia pockets in anterior abdominal wall. No bowel dilatation or obstruction. Impression: surgical changes. Ventral hernia repair with mesh. Small walled off fluid collection measuring 1.92 cm in the anterior abdominal wall contiguous to the mesh. Several fat containing hernia pockets in the anterior abdominal wall.¿ ¿ (B)(6) 2012: emergency room: ¿upper epigastric pain, history of abdominal hernia repair with mesh, scheduled for repair/revision (B)(6) 2012. Abdominal pain; onset chronic, constant, achy, mid epigastric. Gastrointestinal; soft, non-distended, no organomegaly, tenderness; mild, epigastric, bowel sounds normal. Impression/plan: abdominal x-ray within normal limits. Abdominal pain. Discharged.¿ ¿ (B)(6) 2012: x-ray abdomen: ¿findings: there is a surgical mesh in the anterior abdominal wall. Impression: non obstructive abdominal gas pattern.¿ partial explant preoperative complaints: ¿ (B)(6) 2012: ¿admitting diagnosis: recurrent ventral hernia. Patient¿s original surgery for hiatal hernia, subsequently developed a hernia in the epigastrium. Had repair done utilizing a mesh. Has had 2 subsequently attempt to repair. Remains symptomatic. Admitted for open repair of her ventral hernia, mesh repair planned. Previous operative report suggests significant adhesions. Abdomen; obese, long midline scar with a transverse right mid and upper abdominal incision. Fullness is appreciated in the upper abdomen and right upper quadrant as well as left mid abdomen. Impression: multiple ventral hernias; she has attempted repair previously, from reports it seems that the mesh was used only once in the epigastrium. The plan will be for open repair, possibly laparoscopic component will be necessary. Mesh repair is planned .¿ partial explant procedure: ventral hernia repair, lysis of adhesions, resection of mesh. [Implant: product identification not provided] partial explant date: (B)(6) 2012 [hospitalization dates: (B)(6) 2012] ¿ wound classification: not provided. ¿ procedure: ¿the skin was incised with a number 15 blade going through a previous scar. The area in question was to the right and left of the midline, on CT scan appeared to be 2 separate areas. The patient had multiple explorations including hiatal hernia repair, ventral hernia repair with mesh in the past as well as 2 further attempts at hernia repair. The patient had an external polypropylene mesh in the upper abdomen and a gore-tex mesh with clips placed intraperitoneally. The midline was found, the fascia was developed. I first noted the left-sided hernia. This was cleared to the level of the fascia. Ultimately, the hernia sac was opened, the peritoneal cavity was entered. Marked adhesions were appreciated. Once I was able to get better into the abdominal cavity, I was able to digitally explore and find the other hernia defect which was in the right lateral aspect. I then opened the fascia between the 2 hernias to allow better exploration. It was clear that there was a gore-tex mesh which had been folded on itself with multiple clips apparent. This was unfolded and then trimmed. The parts that were well adherent were left in place. There was no evidence of infection. The polypropylene mesh was then resected, this was external to the fascia . The bowel was then carefully freed from the margins of the hernia sacs and the fascia. Once I had an adequate margin of cleared peritoneum, the abdominal cavity was inspected and then the peritoneum, the residual mesh and other tissues were utilized to cover the bowel using a running number 1 pds suture. The incision was then well irrigated. We utilized a 12 inch x 12 inch mesh, probably used closer to 8 x 8 inches for the mesh. This was tacked in place. Then, a running suture of 2-0 prolene was utilized circumferentially. We had good adherence. With this completed, the edges were then tacked with interrupted 3-0 and 2-0 prolene so that the edges were completely flat. The wound was thoroughly irrigated with antibiotic solution. A 10 mm jackson-pratt drain was then placed. The wound was closed in layers with 2-0 vicryl to the deep tissue, then clips to the skin.¿ ¿ pathology report detailing analysis of the device removed during the (B)(6) 2012 procedure was not provided. ¿ (B)(6) 2012: discharge summary: ¿there was significant difficulty because of the markedly altered field. No untoward events during surgery. She had a jackson-pratt drain and intravenous antibiotics were therefore continued because of the presence of the mesh. By postoperative day number 2 jackson-pratt was removed. Stable condition.¿ relevant medical information: ¿ (B)(6) 2013: CT a/p: impression: mass like inflammatory process of the right lower quadrant with mildly prominent mesenteric lymph nodes. Continuous with the appendix however the appendix is not abnormally thickened. Could represent mesenteric infarct or epiploic appendagitis. Appendicitis less likely but not excluded. Status post anterior abdominal wall hernia repair with a small fluid collection within the soft tissues anterior to the surgical site. Stable fat-containing hernia of the right lateral rectus.¿ ¿ (B)(6) 2013: CT a/p: ¿impression: previous cholecystectomy. Status post intra-abdominal wall hernia repair with a fluid collection and soft tissue prominence tracking anterior to the surgical site without significant interval change since (B)(6) 2013. Fat-containing hernia at the lateral margin of the right rectus abdominal muscle. Previously described indistinct 2.7 cm focal area of soft tissue density, possibly inflammation, and associated mild adenopathy in the right lower quadrant mesentery is stable to mildly decreased since the prior comparison study from (B)(6) 2013.¿ ¿ (B)(6) 2013: ¿has been having trouble with incisional hernias. States has been progressively getting worse. Last seen in august, told an incisional hernia repair could be considered. Because of pain, she is ready to revisit this. Impression/plan: continues to have complaints of pain in epigastric area as well as right flank. Pain mainly with bending and flexing. CT was reviewed and she does have a small residual hernia in the epigastrium. Larger defect at lateral aspect of the gallbladder incision. Previous surgery was extremely difficult because of adhesions. Would be a candidate for open surgery." ¿ (B)(6) 2015: ¿evaluation of possible hernia repair, states area is starting to hurt and now she is ready to proceed with surgery. Other than some mid-abdominal pain, she denies any new or worsening symptoms, concerns or questions. Abdomen; tenderness noted in the subxiphoid area and lateral aspect of the transverse cholecystectomy. Incision; no overt facial defect depreciated. A hernia is noted at the area of the midline incision and a defect is also noted in the right lateral abdomen. Impression/plan: presents today with long midline incision healing well with no obvious defect. Tenderness noted in the subxiphoid area and lateral aspect of the transverse cholecystectomy incision; no overt facial defect depreciated. A hernia is noted at the area of the midline incision and a defect is also noted in the right lateral abdomen. Discussed the risks, benefits, and alternatives of a laparoscopic ventral hernia repair; the patient consented to have procedure done.¿ ¿ (B)(6) 2015: laparoscopic lysis of adhesions. - procedure: ¿the patient has mesh in the right upper quadrant extending to the midline. The incision was made in the left upper quadrant with a number 15 blade, carried down to subcutaneous tissues. The optiview port was passed without difficulty and the peritoneal cavity was safely entered. Once this was completed, additional fenestrations were made so that 2 other ports could be placed in the left upper quadrant. Utilizing these access sites, I was able to take down adhesions. I was able to clear the epigastrium extending on to the liver. There was adhesed small bowel, but this was taken down. I did not completely removed [sic] all of the adhesions extending to the right flank, but I did cross the midline. There was no overt hernia to repair. In light of this, decision was to continue with the lysis of adhesions. This was brittlely performed, though was tedious and significant adhesions were encountered throughout the abdominal cavity. Once this was completed and the areas hat [sic] had been troubling were addressed, the area was inspected for hemostasis. The abdominal cavity was evacuated of carbon dioxide. The wounds were then closed with 4-0 vicryl subcuticular stitch.¿ ¿ (B)(6) 2015: ¿incisions healthy. Abdomen; non tender, no rebound tenderness, no rigidity (guarding), soft, bowel sounds normal. Impression/plan: on (B)(6) 2015 underwent laparoscopic lysis of adhesions. Denies any new or worsening symptoms, concerns or questions. Has lost 10 lbs., considering gastric bypass surgery. Improved status post laparoscopic lysis of adhesions, no hernia repair needed or done, follow up as needed.¿ ¿ (B)(6) 2017: abdomen ultrasound: ¿impression: limited study because of body habitus and bowel gas, as discussed. Fatty infiltration of the liver, as discussed with limited visualization of the left lobe of the liver. Cholecystectomy. Study otherwise unremarkable within limits of visualization. CT would be the procedure for further evaluation as clinically warranted.¿ ¿ (B)(6) 2017: ¿evaluation of epigastric pain. Abdomen; soft, non-tender, tenderness over xiphoid process bone, incision intact, no defect, no erythema, no induration. Impression/ plan: epigastric pain. Recheck of her abdominal pain and to discuss results of CT a/p scan; no abnormalities. Having intermittent epigastric pain that began about 2-3 weeks ago. Complaints of intermittent epigastric pain and direct tenderness over the xiphoid process, advised to try anti-inflammatories for discomfort and to follow up in office as needed.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ the instructions for use further includes a precaution which states, ¿ensure the size of the device is adequate for the intended repair.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Part of the device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based upon the information received, part of the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05889111 . Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred. It was reported the patient alleges the following injuries: "mesh folded, mesh failure, revision of mesh requiring an additional surgery on (B)(6) 2012." Additional event specific information was not provided.